Manufacturer narrative:
Allergic reaction that started to develop 5 days post tx and picked on day 12, when the patient had intense swelling around her eyes and over face. Following administration of anti-histamines and corticosteroids, the reaction started to subside. Such intense allergic reaction could have been triggered by individual hypersensitivity to the anesthetizing cream administered prior to the treatment or additional substances applied post treatment, and may have been exacerbated by the microneedling procedure.

Event description:
Allergic reaction starting on day 5 after morpheus8 treatment.